Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt, the device displayed "check pads" and "poor pad contact" messages. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.